Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 583 mg/dl with a moderate ketone level and the cause was not known. The customer changed out the infusion set multiple times. As the event had occurred in the past, tandem technical support advised the customer to discuss the past event with a healthcare provider.